Event description:
It was reported that a pump was giving blockage alert. Patient switched to backup pump and the alert occurred with backup pump., so patient is placing a new site. Rph to follow up with patient within the hour to make sure that medication is being delivered successfully. Follow up call to patient confirmed that after placing new site remodulin is being administered successfully with no blockage alerts. Pt will call back if she has any further issues. No further information provided. Sn not provided. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.